Manufacturer narrative:
Additional information was received that no autopsy was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - additional information was received that while removing the delivery catheter system (dcs), bleeding occurred and was not resolved with the closure device. The vascular surgeon dissected and sutured the artery. The patient was re-evaluated a short time following the implant and the bleeding remained. The physician attributed the bleeding to the puncture technique and the patient being anticoagulated. The left femoral access site was used as the common iliac artery was previously treated with a covered stent which had a diameter less than 5 millimeter (mm). The vascular complication occurred in the left femoral artery. The operating physician had the impression that the patient had stopped the anticoagulant for the procedure. The family physician stated that he had not instructed the family members to stop the anticoagulant. The patient died four hours later following the end of the procedure. The cause of death was hypovolemic shock due to vascular complications. The physician did not attribute the death to the device. It is unknown if an autopsy was performed. E1 - prefix, first name, last name, facility name, street 1, street 2, city, region, phone number h6 - patient code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following removal of the delivery catheter system (dcs), bleeding was reported in the left femoral region. An open suture was made but it did not stop the bleeding. The patient was taken to surgery where they died a few hours later. The cause of death was reported to be due to an arterial laceration of the left femoral artery.